Manufacturer narrative:
The instrument was returned on 11 feb 2019. When the reported event occurred the instrument may have been in service for 3.8 to 3.9 years. This event occurred during surgery away from the patient. There was not another suitable device available, however, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Review of the complaint history indicates to date (B)(4)2019) 117 complaints have been reported against this part number. Th summary of complaints is as follows: 9- functional, 6- dull/worn, 1- fit, 1- locking mechanism damaged, 2- sized/galled, 12- threads damaged/galled, 3- missing feature, 1- missing component, 5- bent, 71- broke/cracked/damaged, 5- hardware missing/lost, 1- end of life. Of the 117 complaints, none are for this lot number. Examination of the returned drill guide shows the threaded tip of the thumb screw broken off (broken tip left in patient), confirming the complaint. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required.

Event description:
Reported incident - while trying to engage the guide into the baseplate, the tip broke off inside the baseplate. The tip was left in the patient, part of item will be returned.